Event description:
Additional information was received from the patient. Patient called back and reiterated previously reported information. They reported they were looking at their medical records from their revision procedure and stated the medical records were contradictory because at one point the records said they got a new ins but then they read in another point in the record that during the revision they took the old battery out of the surgical field. The patient stated the record did not say anything about cleaning the ins after they took it out of the surgical field but the records then said that they hooked that same battery back up after the revision of the lead. The patient wanted to know if the medtronic representative had been there during the procedure and if the rep had notes on what happened because someone wasn't adding up. The patient stated they wanted another "set of eyes" to confirm what happened. The patient stated the clinic told them they still had the same ins and patient services reviewed that device registration shows they only had the one ins. Patient services reviewed the role of the rep with the patient and offered to assist the patient in connecting to their settings to check their ins serial number. Patient stated they did not have their external equipment with them at the time of the call. They stated since they last talked to patient services, it had "gotten worse ," that they had an infection and the battery was "flipped over"and the hcp won't talk to them "probably because they know they did something wrong" so the patient stated they were going to have to go see another urologist to "fix it." The patient stated they didn't know this at the time but found out recently that there had been a "resident in there" who did the surgery. The patient stated they thought something happened in the procedure in the operating room, that they probably took the ins out of the sterile field and put it back in but didn't clean the ins before putting it back in and now it was infected and it doesn't even work. Patient services reviewed the role of patient services and redirected the patient to follow up with an hcp about their situation. Patient stated they were going to call the rep on their own however patient services sent an email to they rep to alert them of the situation so the case was reopened for this purpose. Patient relations was also notified about this case. Patient mentioned that believes lead has already moved because said it isn't working has increased setting to 5 and still can't feel the stimulation. Patient also said can't feel her right leg. Patient said has other neurological issues and before already wasn't feeling their left leg. Patient would like specific information directly from medtronic regarding the surgical procedure. Reviewed patient services role and patient was redirected to managing physician. Patient said does have an upcoming scheduled appointment to see the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bq9q implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bq9q serial# implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 14-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that around the end of 2022 the patient started to experience shocks. The shocks were more spread out to start and were painful and then got more frequent over time and it stopped working. Patient then started to experience urinary symptoms starting to get worse. Their urine lab values were off. Patient also could not increase amplitude above 0.7 without encountering maximum settings message. Those symptoms started around this time last year or spring of last year. Patient reported it was determined their lead had moved and patient underwent lead replacement surgery on (B)(6) 2024. The patient did not know the cause of the lead migration, denying any falls or traumas. Patient reported this procedure lasted 2 hours, longer than what they expected. The hcp's office told the patient that the doctor tried to implant the new lead on the opposite side but were getting hardly any responses, so they had to go back and implant the new lead on the same side as the previous lead. Patient reported the ins pocket was opened but they ended up re-implanting the same ins in the same pocket. Patent did not know if the old lead was returned to medtronic. Patient reported they is very thin and weight 95 pounds, and they can feel a huge knot that sticks out like an inch from their spine near the lead incision and wondered if its the lead they are feeling. Recommended patient follow up with managing physician to address concerns regarding the knot.